Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. No parts were re placed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intraoperatively of a cranial resection. It was reported that the healthcare professional attempted to pull over an exam on the navigation system, but only 10 slices would pull into the software. The exam was a 310 slice exam that looked fine on the pacs side. The surgeon decided to use a different exam on the system and did transfer fine. There was a 30 minute delay to case. There was no impact on the patient outcome.